Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is new to the pump and was not sure how to deliver a bolus. The customer's blood glucose (bg) level was impacted (300 mg/dl), due to the delay in delivering a bolus. During troubleshooting with tandem technical support, the customer was guided through delivering a bolus and was able to successfully deliver a bolus during the call.